Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was given complete instructions on how to reset the pump and plans to do so when ready, with the option to follow up if the issue persists.